Manufacturer narrative:
(B)(4). This complaint is for a check patient line (cpl) alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(6) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. The drain volume was 8ml. (B)(6) had the patient pull up/down on the lines near the door, close/open the transfer set, slide the patient line clamp down the line, and check the line for kinks/fibrin/air. The patient stated there was air in the line. (B)(6) advised the patient to start over with new supplies and assisted in ending therapy. No injury or medical intervention was reported.